Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not pass pre-use check on the internal leakage test. The ventilator had been sent out to a third party for a repair that was unsuccessful prior to customer calling our service. Our service technician found that the plate holding the safety valve in place was at an uneven level. It was also found that the cables between the expiratory valve and the expiratory channel pcb was crimped and possibly shorted. The safety valve plate and the expiratory channel pcb was replaced and the unit passed pre-use check and was returned for clinical use. The hospital insisted on repairing the crimped wires themselves. No parts were returned for investigation. The received device logs can confirm the event with internal leakage during pre use check. The oldest entry in the log shows failed tests on (B)(6) 2020 and after this date, no successful pre-use check has been performed. Since no parts was returned for investigation, the root cause cannot be determined.

Event description:
Manufacturer ref # (B)(4).